Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinic was wondering why they did not receive carealert transmission for a patient when it seemed the atrial tachycardia (at)/ atrial fibrilation (af) daily burden was above threshold. The alerts were triggered a few months back and up until (B)(4) 2011 transmission. The device is still in use. No patient complications have been reported as a result of this event.